Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during rewind and there were some alarms in the history. Customer's blood glucose is normal and didn't require medical treatment. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder. The pump also had a cracked reservoir tube lip.